Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, the patient expired about 6 months after a smart stent was implanted in the sfa. The cause of death was unknown. The target lesion was located in the superficial femoral artery (sfa). The rate of stenosis was 100%. A smart stent was placed in the target lesion without any issue. About 6 months later, the patient was expired. The cause of death was unknown. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is listed as a potential complication on the use of this product, and is listed in the IFU as such. As the cause of death was reported as unknown by the study, the relationship between the stent and death reported is unknown. However, since the death occurred within 6 months of implantation, the relationship of the stent to the death cannot be disregarded. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Event description:
As reported by the affiliate, the patient expired about 6 months after a smart stent was implanted in the sfa. The cause of death was unknown. The target lesion was located in the superficial femoral artery (sfa). The rate of stenosis was 100%. A smart stent was placed in the target lesion without any issue. About 6 months later, the patient was expired. The cause of death was unknown.(B)(4).

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).